Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported the customer had a black circle on their insulin pump. Customer also stated they had changed their infusion set, but could not get the process to start from the beginning. The customer also reported no delivery alarms occurring during the manual prime process with two of their infusion sets. Customer's blood glucose was 123 mg/dl. The customer was unable to troubleshoot at the time of the call. Customer will be returning their products for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.